Event description:
Procedure: laparoscopic-unk type. Reportedly, a plastic piece of the device broke off and fell into the pt cavity. The piece could not be found laparoscopically. X-rays were taken, with negative results. No pt injury reported.